Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a bad connection at the battery site of one of the leads associated with the implantable neurostimulator. The event involved a device revision due to an impedance issue, where the lead was not properly connected at the implantable neurostimulator. Pre-operative testing showed a bad connection at the battery site, and the lead was tested with wens. The physician decided to replace both leads. After the leads were replaced and tested, the patient experienced better coverage of stimulation. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. See general text for omitted information.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-aug-2019, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 10-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.